Manufacturer narrative:
The patient required revascularization of the target lesion. This is being reported as part of the clinical study. Cross reference MFR report numbers: 3009784280-2019-00673, 3009784280-2019-00674. Report source: foreign- (B)(6) / study name: (B)(6)- patient ID (B)(6). PMA number is not applicable. The device is a commercial product with a ce mark that was used as part of a clinical study. During the index procedure, there was no report of a device malfunction. Device was discarded, thus no product evaluation was performed. Per the IFU, occlusion is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2019, two stellarex catheters were used to treat the target lesion of the right proximal and distal anterior tibial artery. During the index procedure, the patient experienced abrupt closure and required revascularization. The physician indicated this is not related to the study device, but is related to the procedure.